Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient had pain and elevated ion levels from the metal head and trunnion. The surgeon indicated concern that the patient had altr. Surgeon removed a metal head and liner and replaced them with a new liner and ceramic head. The stem was cleaned up as it had black residue on it but it was not removed.